Event description:
The surgeon received the correct anatomic model for case 18059, but the cutting guides that were inside the package belonged to a different case. The surgery was completed successfully and the patient was not affected.

Manufacturer narrative:
The psi cutting guide provided for a case was swapped with the psi cutting guide of another case. Investigation reveals the other case's packaging contains the guide intended for the first case. No devices other than the cutting guides for these two cases are affected. The case was completed to the satisfaction of the surgeon and no known adverse event has taken place